Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract when button was depressed. The following information was provided by the initial reporter: event description: 22g angio catheter safety button did not engage. Harm to team member or patient? No injury.

Manufacturer narrative:
Investigation results: the complaint that the safety button did not engage could not be confirmed on the returned sample. The needle from a 22g insyte autoguard was received fully retracted within the shield, which indicates that the safety mechanism had been engaged with the safety button. When the needle was extended from the shield, it was noted that the needle was bent at the needle hub. As the same was received with evidence of use, it could not be determined if the needle was bent during manufacturing or during use. Had the needle been bent during manufacturing, the catheter likely would not had been inserted and removed from the needle. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.